Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the rad-87 has no audio sound heard from the device and it would not work when detached from the power. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The device was able to obtain measurements and alarmed visually and audibly under alarm conditions. Sounds emitted from the device were low in volume but audible. Additionally the battery is unable to charge to a high enough voltage to power the device. The speaker and battery were replaced and the unit functioned as designed.